Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the last 3 threads of the end fractured off the cup inserter lock shaft. The fractured piece could not be removed from the cup and remains implanted. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed that the tip of the inserter is fractured. Outside of the fracture, no other damage to the thread form was observed. Review of the device history record identified no deviations or anomalies would contribute to reported event. Investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.